Event description:
All information previously reported in manufacturer report 2182207-2023-00457. Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller reported that according to operative notes, in september of 2020 the pt had two more leads implanted and had a ins replaced. Caller stated that the operative notes didn't say that the leads were explanted. Caller mentioned the pt's leads were in their face. The caller inquired on how to proceed with an MRI of the pt's hip. Technical services specialist (tss) reviewed information. Troubleshooting was not required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).